Event description:
According to an informal translation of the clinical report forwarded to shiley from the initial reporter, the pt was admitted to the hosp with "sudden dyspnea" and "severe hypotension". The clinical report indicated the following: "mitral valve: emigration of the disc. Obstruction of the saphenous vein "da". Etiology: failure of the prosthesis due to a fracture of the strut." The valve was replaced and the pt was discharged from the hosp on march 12, 1997.